Event description:
An ipp device was implanted on 5/13/86. The cylinders were revised on 3/2/89. The entire device was removed from the pt on 4/7/97 due to a right cylinder perforation. An ambicor device was implanted.